Event description:
It was reported that during an unk procedure, from physician report: I stapled across the base of ms. Appendix thinking that a fresh blue staple load had been placed in the device. Instead the stapler was still loaded with the spent cartridge left over from firing the first staple load. The stapler permitted me to fire the stapler, cutting across the base of the appendix but not deploying any staples because of the spent cartridge being in place. I had previously thought that the stapler device would not permit the surgeon to fire the device again after the staple cartridge had been used. The open base of the appendix was immediately recognized. There was no spillage. The cecum was grasped with the atraumatic graspers and the base of the cecum was stapled across, removing the appendiceal aperture. This was confirmed by examination of the specimen on the back table. The procedure concluded as planned. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.